Event description:
It was reported that the syringe 3ml ll experienced foreign matter in the device cannula/needle/syringe or any fluid path component which was noted prior to use. The following information was provided by the initial reporter: fentanyl turned blue after drawing up with bd blunt fill filter needle and syringe staff was drawing up this drug from a glass ampoule, ready for use in a procedure. The syringe and needle were new, in date, and the drug solution was clear in the ampoule, also in date. Immediately the drug was aspirated from the vessel using these needle and syringe combination, the fluid changed to a vivid blue color.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. Returned to manufacturer on: (B)(6)2020. H.6. Investigation summary two photos and one used sample were received by our quality team for evaluation. From the photos and sample, it was observed that there was a blue solution between the needle and syringe connection and that the needle was not a manufactured at the same plant. The incident was verified and the investigation was carried out on the syringe manufacturing process. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The syringe manufacturing process was reviewed. There is no blue coloring used in the process; therefore, a root cause could not be determined. There are multiple controls in place to prevent foreign matter occurring in the process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll experienced foreign matter in the device cannula/needle/syringe or any fluid path component which was noted prior to use. The following information was provided by the initial reporter: fentanyl turned blue after drawing up with bd blunt fill filter needle and syringe staff was drawing up this drug from a glass ampoule, ready for use in a procedure. The syringe and needle were new, in date, and the drug solution was clear in the ampoule, also in date. Immediately the drug was aspirated from the vessel using these needle and syringe combination, the fluid changed to a vivid blue color.